Manufacturer narrative:
Additional device utilized in procedure: tgu313115j/UDI (B)(4), lot#: 18394730, MFR report #2017233-2020-00357. The gore® excluder® aaa endoprosthesis instructions for use (IFU) state that potential device or procedure related adverse events include endoleak.

Event description:
On and unknown date in (B)(6) 2017, this patient underwent a total arch replacement using a open stent-graft (manufacturer unknown) for treatment of acute type a aortic dissection. On (B)(6) 2018, this patient underwent an endovascular treatment of a descending aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. A tgu313110j(16565648) was implanted in the descending aorta. On (B)(6) 2018, a secondary operation was performed due to false lumen enlargement at the treatment site of the total arch replacement that was performed in (B)(6) 2017. A tgu3131115j (18394730) was additionally implanted on the distal side of the previously placed open stent-graft. On date unknown, follow-up computed tomography revealed a type iii endoleak from the junction between the open stent-graft and the tgu3131115j. In addition, a distal type I endoleak was observed from tgu313110j. On (B)(6) 2020, an additional treatment was performed whereby two additional stent-grafts (manufacturer unknown) were implanted to resolve both the type iii and type I endoleaks. The patient tolerated the procedure. Details of patient history are not available. The physician's comment: the distal type I endoleak from tgu313110j was related to the patient's anatomy. The overlap length between the open stent-graft and tgu3131115j was about 5 cm, and there was no migration observed in either devices.